Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast augmentation revision with two 325cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade iii) and breast implant rupture, post-procedure. It was not specified which breast implant side ruptured and in the absence of clarifying information after multiple follow-ups, it was assigned to the right breast. The patient underwent bilateral removal and then bilateral replacement with the following devices on (B)(6) 2021: (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 7682055 sn: (B)(4) and (left) 350cc mentor memorygel breast implant 3503501bc lot: 7682055 sn: (B)(4).